Manufacturer narrative:
Citation: harnath a et al. First experience with the 34 mm self-expanding evolut r in a multicentre registry. Eurointervention. 2018 jun 8;14(3):e298-e300. Doi: 10.4244/eij-d-18-00137. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the early procedural results of transcatheter aortic valve implantation in patients treated with the 34 mm evolut r valve. All data were collected from three centers between january and september 2017. The study population included 124 patients (predominantly male; mean age 81 years), 122 of which were implanted with a 34 mm medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, 5 deaths occurred within 30 days of the procedure. Of those, 3 were reported as all-cause mortality and 2 were reported as cardiovascular. Based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation (21 cases), disabling stroke (2 cases), transient ischemic attack (2 cases), major vascular complications (9cases), life-threatening bleeding (1 case), major bleeding (6 cases), valve malposition (unspecified number of cases), and mild-moderate-severe paravalvular regurgitation (unspecified number of cases). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.